Event description:
The nurse called the respiratory therapist to notify that person's ventilator display was blank. The ventilator was delivering breaths but no readout was being displayed. The ventilator was replaced. The vent was in an alarm mode both audible and visual. No effect to the pt.